Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the sheath was kinked due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported a kink in the sheath. A kink was noted in the insertion sheath when the angio-seal device was attempted to be used. Manual compression was applied for 0.5 hours to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. Estimated blood loss was less than 250 cubic centimeters (cc). The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french (8 fr). The puncture site was the right common femoral artery. The vessel's diameter is unknown. No equipment or other devices were used with the above product. The event occurred intra-operatively.